Event description:
It was reported that the pulse generator exhibited twenty nine noise reversions and all appeared to follow premature ventricular contractions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.